Event description:
It was reported that the patient with this pacemaker device had exhibited low evoked response (ER) and low pacing impedance measuring at 753 ohms on the right ventricular (rv) channel. It was indicated that the patient was going to be seen in clinic. Boston scientific representative reviewed and noted that the impedance changed due to low ER and the threshold test did not pass. Reprogramming was recommended due to pacing issues. The rv pacing impedance values were gradually rising however within the range at 995 ohms along with low ER. Additional information received indicated that the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring at 2015 ohms. The rv impedance has been gradually rising over the last several months prior to the lss. This could be an indication of calcification around the lead. Technical services (ts) recommended lead revision. This device currently remains in service. No adverse patient effects were reported.